Manufacturer narrative:
Investigation: samples received: one open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread and rests of broken thread inside the needle hole. Checking the detached needle of the sample received, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area. The needle has been damaged during handling and broke in the attachment area most probably due to wrong handling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the defective sample received was not handled correctly by the user, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle detachment. The reporter indicated that the during a cholecystectomy by coelioscopy procedure the needle detached from the thread during use. Per the reporter, another suture was used which prolonged the operating time. Additional information is not available.